Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had a blood sugar of 46 mg/dl. The customer was calling about a replacement sensor because the insulin pump kept alarming lost sensor. The caller did not provide any information on the treatment of their low blood glucose levels. The customer was educated on the proper insertion methods of the sensor was shipped replacement sensors. The customer returned their sensor back fo analysis. The insulin pump was not returned.